Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.

Manufacturer narrative:
The device was cleaned lubed and adjusted; the motor and bearings were replaced because they were worn.